Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported intermittent failure was not verified. Proper device operation was observed through functional and performance testing. The power supply assembly was replaced as precautionary measure, and the device was returned to the customer for use. Physio-control further evaluated the removed assembly and confirmed that there were two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb. This type of failure is known to cause the device not to operate on battery power.

Event description:
It was reported that the device will intermittently not complete the boot-up cycle. This issue was observed while performing the user test. There was no pt use associated with the reported failure.